Manufacturer narrative:
Initial and final MDR (B)(4)- device 4 of 4. E1: patient city:(B)(6). Patient country: denmark.

Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that patient faced four infusion set leak events on (B)(6) 2024. The infusion set was in use the same day. The leak was at the site. No further information available.